Event description:
Customer reportedly received the following results within 10 minutes on the same device: 122 mg/dl, 48mg/dl, and 54 mg/dl. No low blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.